Event description:
Additional information was obtained. Subsequently, a revision procedure was performed. The right ventricular lead was disconnected and reinserted into the device header. Post reinsertion, acceptable measurements were obtained. It was thought the issue was due to a connection issue. No adverse patient effects were reported.

Event description:
Additional information was obtained. During a follow up visit, significant variations in the impedance measurements were observed. An x-ray did not reveal any lead integrity issues. All lead measurements were verified. No abnormalities were revealed however when pressure was applied at the pocket area, impedance measurements increased more than five hundred ohms.. It was thought there may be a connection issue. In addition, when the patient applied force with his arm, myopotential noise was detected on the shock channel, however the endocavitary channel sensed and stimulated appropriately. A revision will be performed in the near future to assure the connection is secure. No adverse patient effects were reported.

Event description:
Boston scientific received information that remote monitoring of the device and right ventricular lead revealed a high out of range impedance measurement. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available informaiton, this system remains implanted an in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. The physician reviewed the information and a decision was made to further monitor as the impedance measurements had been stable four days prior to the follow up. At this time no intervention has been performed to verify the connection.

Manufacturer narrative:
As of this date, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.